Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
Through a legal claim, it was reported that revision surgery due to elevated cobalt & chromium levels, pain, swelling, inflammation and metal toxicity. As of today, device return and additional information has been requested for this revision complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The available medical documents have been reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision or the reported findings (elevated metal ions, pain, swelling, inflammation and metal toxicity). Based on an implantation report alone, we could not conclude the device's relationship to the reported findings. Without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.